Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. It was found out of specification with respect to the false upstream occlusion alarms, which couldn't be reproduced during the eval. Upstream occlusion alarms were confirmed through review of the event history log. The upstream sensor was replaced as it is a known contributor to false upstream occlusion alarms.

Event description:
During baxter's functional testing of a spectrum pump, it alarmed for upstream occlusion when no occlusion was present. There was no pt involvement.